Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no start-up beeps and a dot appeared on the screen display. The complainant indicated that there was no pt involvement in the reported malfunction.